Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The sample was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with pth elecsys e2g 300 assay on a cobas e 801 analytical unit. Initial result: 1544 pg/ml. The initial result did not match the patient's clinical diagnosis, and the sample was repeated twice. No questionable result was reported outside the laboratory. 1st repeat result: 24.8 pg/ml (tested on dxi800 with a reference range: 12-88 pg/ml). 2nd repeat result: 52.3 pg/ml (tested on sinibe with a reference range: 15-65 pg/ml). The 1st and 2nd repeat results were consistent with the patient's clinical picture.